Manufacturer narrative:
The returned apex-lnk acetabular insert was evaluated and found to be within mfg specifications. The problem could not be reproduced with the returned apex-lnk acetabular insert.

Event description:
The surgeon experienced difficulty when attempting to seat the apex-lnk acetabular insert into the acetabular shell. The pt was not harmed by the event. There was a 10 to 12 min delay in the surgical procedure.